Manufacturer narrative:
The complainant was contacted on numerous occasions in an attempt to obtain the evaluation results of the independent third party biomed company. At this time all attempts to obtain those results have been unsuccessful.

Event description:
Complainant alleged that staff of the cath lab was attempting to defibrillate a male pt (age unknown) with a ventricular fibrillation heart rhythm. They were using a multi-function cable and non-zoll brand electrodes with the device. The staff attempted to defibrillate the pt using electrodes that had previously been attached to the pt and that had been used on a prior device failure with this same pt. The complainant indicated that the device failed to discharge (number of defibrillation attempts and joule settings unknown). The staff then obtained device paddles and successfully defibrillated the pt. The pt subsequently expired. The complainant indicated that the pt had a "severe heart history." The first unit used on the pt during defibrillation was reported under medwatch report number 1220908-1998-00395.